Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a channel disconnect occurred on a device infusing propofol; there was no report of any patient harm or medical intervention however the patient reportedly was "starting to wake up" as a result.